Manufacturer narrative:
Additional manufacturer narrative: updated sections d4-expiration date, h4, and h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a patient with a 25mm aortic valve implanted for nine years, seven months underwent a redo aortic valve replacement due to deterioration, hole in one leaflet, and severe aortic valve insufficiency. A 25mm valve was implanted in replacement. The patient was discharged home on pod #6. Per received records, the patient presented with severe aortic valve insufficiency and dilation of the aortic root measuring 4.5 cm. The patient underwent redo aortic valve replacement, aortic root remodeling using dacron patch, cryoablation of the left atrium, and closure of the left atrial appendage. The 25mm aortic valve with 2 of 3 leaflets totally deteriorated with a hole in 1 and a total disruption of the other leaflet was removed. The annulus was debrided and a 25mm valve was implanted in replacement. The patient transferred to ICU in stable condition. The patient was discharged home on pod #6.